Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.

Event description:
The pt presented with a left popliteal artery aneurysm. Following implantation of a 9x15 viabahn device proximal to the aneurysm, another 9x15 viabahn device was inserted through a cordis introducer sheath over a 0.035 inch terumo guidewire and advanced through the first device and positioned. When the physician pulled on the deployment line, deployment halted. On x-ray, it was apparent that the endoprosthesis device had moved to one side and appeared 'buckled'. The physician felt resistance while pulling on the deployment line. Thus, he pulled the device back out through the introducer sheath. While withdrawing the device into the sheath, the most distal 2 cm of the endoprosthesis expanded/opened. The procedure was completed implanting another viabahn device without any adverse outcome for the pt.